Event description:
It was reported that the pump's usb port was bent, which affected the ability to charge the pump and resulted in a shutdown. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to continue using the current pump as backup therapy.